Event description:
It was reported that during a coronary rotational atherectomy procedure that the rotablator guide wire fractured in the coronary artery of the pt. The pt's vessel was very tortuous and it was confirmed that there was a very sharp angulation (about 90 degrees) of the vessel. The pt was sent to surgery immediately after the incident occurred. The iva was occluded and an anterior infarction subsequently developed. The pt expired two days post-procedure.